Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 800cc and experienced a rupture on the right side post-operatively, possibly caused by a mammogram. In addition, it was reported the patient was experiencing auto-immune illness. This was confirmed (B)(6) 2016 when the patient was diagnosed by a physician with lupus, narcolepsy, sjogrens syndrome, chronic fatigue syndrome, positive anti-cardio lipin, raynaud's disease. As a result, the patient underwent explantation on (B)(6) 2019. Upon removal, the left-side implant was also found to be ruptured. This report is for the left side implant.